Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported multiple battery out limit alarms on her insulin pump. She has already received a replacement battery cap. Customer's blood glucose was 479 mg/dl. She treated with a bolus deliver three hours ago and now her blood glucose is 271 mg/dl. Customer stated he has received multiple battery out limit alarms when the batteries are out of the device for less than a minute. Customer inserted a fresh battery and the device did not alarm battery out limit. He was advised to monitor the device and try energizer batteries. Nothing further reported.